Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the report was confirmed. The alarm was sounding dur to a faulty circuit board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was the result of a faulty printed circuit board damaged by a hydraulic line pressure sensor. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit had alarm keeps sounding and front panel goes off due to faulty printed circuit board. The issue occurred during preparation for use for a therapeutic unspecified procedure. The unspecified procedure was completed. There were no reports of patient harm.